Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the xience prox, everolimus eluting coronary stent system, instructions for use states: note the product use by date. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the xience prox 4.0 x 12 mm stent was implanted after the device expired. There were no adverse patient effects or clinically significant delay. The stent was implanted successfully and the patient is doing well. No additional information was provided.